Event description:
It was reported that an f94 alarm code was observed on a flogard infusion pump. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an alarm history log review. The f-94 alarm was found in the alarm history. The cause of the f-94 alarm code was determined be damaged batteries. The batteries were replaced to resolve the problem. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.